Manufacturer narrative:
Device's history was not revised as there was no relatable cause to revision surgery which was the disassociation of the stem extension for the resurfacing femur.

Event description:
It was reported by an onkos sales representative that a patient with eleos distal femur replacement underwent revision surgery on (B)(6) 2025 due to disassociation of eleos stem extension from eleos resurfacing femur. This report captures eleos poly spacer but has no association to the reported complaint.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the disassociation was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by an onkos sales representative, that a patient with eleos distal femur replacement underwent revision surgery on (B)(6) 2025 due to dissociation of stem extension from femur. This report captures eleos poly space. This event will be reported as a serious injury due to the revision procedure.